Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power supply was damaged where the alternating current power cord plugged into the station. A field service engineer (fse) replaced and installed the power supply to resolve the issue. The customer tested the functionality of the station. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es alternating current power port snapped and was not getting power. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.